Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to bleeding lcd glass. The pump was unable to perform any tests due to lcd glass damage. The pump was received with cracked reservoir tube lip and minor scratches on display window. The pump was unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call of partial display and damage from the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that she dropped her pump on concrete floor and her pump and clip broke. The customer stated that the pump is stuck in rewind. The customer was unable to complete troubleshoot due to screen flashing and partial display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.